Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported that the catheter was inserted without difficulty, but resistance was felt when removing the spring wire guide (swg). As a result the doctor used force to remove it, which resulted in the swg breaking and the core of the swg poked the clinician. As the patient had an infectious disease, clinician is now taking medicine, but there are side effects from the medicine. The swg was removed in its entirety, but the sample will not be returned to avoid possible further infection. The clinician stated that he had met other cases in which swg unraveled and broke during insertion, but did not keep it for return. There were no reported patient injury or complications to the patient found.